Event description:
A depuy mitek sales agent is reporting that 3 expressew needles broke during a shoulder procedure. The surgeon was able to retrieve the broken needles with no adverse effects to the pt.

Manufacturer narrative:
The complaint device has not yet been received, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and consideration, no conclusions can be drawn. When the complaint device is received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.